Manufacturer narrative:
The device was not returned for evaluation. The caller reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No qualification records were reviewed as no product lot number was provided.

Event description:
The customer's mother reported that her son's blood glucose measured 297 mg/dl, so she corrected with a 1.5 unit bolus. An hour later it remained 297 mg/dl, so she gave him a manual injection of 1.5 unit. She didn't smell any insulin or notice any wetness on the adhesive. Another hour or so later she removed the pod; the cannula had pulled out. Her son's bg returned to normal range after a new pod was activated.